Event description:
It was reported to boston scientific corporation that an autocap rx was used in bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024, for the treatment of biliary obstruction. During the procedure, the yellow sponge came out on top of the autocap locking device. The sponge was not pushed inside the scope. The procedure was completed using another of the same device. There was no patient complication as a result of this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment. Block h11: additional information received on august 26, 2024, confirmed that this is no longer considered a reportable event. The MDR reported event 3005099803-2024-03739 is a duplicate complaint. There were only two events. The first complaint was reported on MDR 3005099803-2024-03200 and the second MDR reported complaint was on 3005099803-2024-03710.

Event description:
It was reported to boston scientific corporation that an autocap rx was used in bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024, for the treatment of biliary obstruction. During the procedure, the yellow sponge came out on top of the autocap locking device. The sponge was not pushed inside the scope. The procedure was completed using another of the same device. There was no patient complication as a result of this event. See block h11 for additional information that was received on august 26, 2024.